Event description:
It was reported to us by the customer: "resident was seated in alenti, with belt in place. Moved to bath and lowered into water. As lift was lowered the water moved forward and then to rear of bath causing resident to move up from water moving in a wave form. As a result the resident slid out of the lift and under water. Resident was held above water until help arrived. Safety belt was in place but utilized incorrectly. Not sure if bath stop board was in place since the resident was not very tall."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided upon completion of the MFR's investigation.